Event description:
It was reported that an external fluid leak was observed inside an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Inspection of the machine showed that the ¿l¿ shaped silicone connector was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the silicone connector failure was not determined; however, the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.